Event description:
Pt reports being hospitalized from (B)(6) 2023 due to edema; onset and resolution status/dates of edema unknown. Pt reports they were given an unspecified IV diuretic and is now taking lasix and spironolactone. Pt also reports that during their first week of hospitalization, their tyvaso td300 device showed ¿call support¿ message. Pt¿s spouse brought their back-up device to the hospital for pt to continue tyvaso therapy. After discharge, pt reports they got same ¿call support¿ message on their second td300 device. Neither td300 device is working at this time. Pt only has serial number (B)(4) for the second device; serial number of other device is unknown. Pharmacy will replace both malfunctioning td300 devices. No adverse events due to device malfunctions reported. Unknown if md aware. No further info, details or dates available. Tyvaso nebulizer pt. Pt is actively taking tyvaso, sildenafil, lasix and spironolactone. Reported to (B)(6) by: patient/caregiver. Reference report: mw5116768.